Event description:
During a percutaneous transluminal angioplasty (pta), it was reported that after the lesion was crossed with a guidewire (0.035inch radifocus) a powerflex pro was delivered to and then inflated at the lesion. However, the powerflex pro ruptured at 3 (atm) during its initial-dilation with an everst inflation device. Therefore, the device was removed from the patient intact with no difficulty and a new powerflex pro (different size) was used to complete the procedure. The procedure was finished successfully and there was no patient injury reported. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is unknown. The same indeflator was used successfully with other devices. An approach was made with a sheath introducer (7fr/11cm, medikit). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inserted into the patient once. The target lesion was an in-stent restenosis of a non-cordis stent (isr) of shunt vessel. The target lesion was not calcified and tortuous. The rate of stenosis was 90% percentage chronic total occlusion (cto). It was indicated per the rep, there was no damage observed with the complaint product and its package. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta), it was reported that after the lesion was crossed with a guidewire (non-cordis) a powerflex pro was delivered to and then inflated at the lesion. However, the powerflex pro ruptured at three atmospheres (atm) during its initial-dilation with an everst inflation device. Therefore, the device was removed from the patient intact with no difficulty and a new powerflex pro (different size) was used to complete the procedure. The procedure was finished successfully and there was no patient injury reported. The target lesion was an in-stent restenosis of a non-cordis stent (isr) of shunt vessel. The target lesion was not calcified and tortuous. The rate of stenosis was 90% percentage chronic total occlusion (cto). There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is unknown. The same indeflator was used successfully with other devices. An approach was made with a sheath introducer (7fr/11cm, medikit). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inserted into the patient once. It was indicated per the rep, there was no damage observed with the complaint product and its package. One non sterile catheter powerflexpro 12mm4cm 80 was received coiled inside a plastic bag. The balloon was previously inflated and deflated. Blood residues were observed in the catheter. No other anomalies were observed in the returned device. Leak test was performed and a pinhole was noted near the proximal section of the balloon. The balloon was observed under a microscope and the leakage was confirmed. The device will be sent to sem analysis. Sem analysis results showed that the external surface presented evidence of abrasion marks that could be related to the balloon pin hole. The internal surface and marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. Review of lot 17002677 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst-at/below rbp was confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, vessel characteristics (90% stenosis) may have contributed to the burst as evidenced by scratching noted on the external surface of the balloon during analysis. Neither the DHR nor the analysis suggests a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.